Manufacturer narrative:
It was reported that the battery was not holding charge and depleting in less than three hours. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that the battery was unable to provide power. Supplemental testing revealed an open connection within the output cable, near the strain relief. This is an additional observation not related to the reported event and likely due to the handling of the device. Log file analysis revealed that the battery discharged as expected when in use. As a result, the reported event could not be confirmed. Analysis of data files revealed premature power switching events due to momentary disconnections involving the battery. This was most likely perceived by the patient as the reported ¿battery not holding charge¿. The most likely root cause of the power switching event can be attributed to momentary disconnections between the controller and the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not holding a charge and that it was depleting in less than three hours. The battery was removed from service and replaced. No patient complications have been reported as a result of this event.